Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had observations of noise that was oversensed on the right atrial (ra) channel which resulted in inappropriate atrial tachy response episodes. This appeared to be due to the respiratory rate trend (rrt) signal oversensing. Technical services recommended to turn off the rrt signal off. At this time this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as device analysis details was received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This supplemental report is being filed as additional information was received that indicates there were intermittent pacing impedance spikes on the right atrial (ra) lead that were within range.